Event description:
It was reported that during an unknown procedure the clips came out of the clip applier malformed. The event did not change the original intent of the procedure. There was no patient consequence.